Event description:
Pt underwent cataract surgery in 2001, and implantation of a staar model aq-2003v intraocular lens in the right eye. While manipulating the lens, the capsular bag was found to be torn. An anterior vitrectomy was performed and another lens was implanted. Best corrected preop visual acuity was 20/60, uncorrected three-week postop visual acuity was 20/200. Preexisting conditions included glaucoma. Prognosis is "the pt has improved". The pt is to return for routine postop follow up.